Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1003 indicating that the device was not accurately detecting the consumption of the battery. Technical services (ts) performed a data analysis and confirmed that the device was exhibiting premature battery depletion (pbd). Ts advised the device should be replaced within 90 days and suggested re-evaluation of the battery in a couple of months to maximize device use prior to device replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device also exhibited low amplitudes on the right ventricular (rv) lead channel. The device also exhibited high out of range pacing impedance on the rv lead channel just after implant. The device was reprogrammed thereafter. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1003 indicating that the device was not accurately detecting the consumption of the battery. Technical services (ts) performed a data analysis and confirmed that the device was exhibiting premature battery depletion (pbd). Ts advised the device should be replaced within 90 days and suggested re-evaluation of the battery in a couple of months to maximize device use prior to device replacement. The device remains in use. No adverse patient effects were reported.